Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power system error alarm on their insulin pump. Customer's blood glucose level was 6 mmol/l. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer advised after waiting for 1 hour they replaced the battery and once again received power system error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The power loss alarm, low battery alarm and power error 25 confirms in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The power loss alarm occurred after error 25 alarm was cleared. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump received with minor scratches on lcd window and scratched case.